Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified and the device was found out of specification in relation to the reported symptom. Evaluation found that buttons on the keypad did not respond and others had duplicate output. The cause was determined to be a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced the number 2 key stuck down and keeps repeating letter d. There was no patient involvement. No additional information is available